Event description:
A valiant stent graft system was attempted to be used for the endovascular treatment of a dissection. The vessel was moderately tortuous. There was little vessel calcification. It was reported that the device was opened however, upon preparation, it was noted that the side port did not flush. The device was closely inspected and no obstruction or cracks were noted. The device was not used in the patient as the air was not cleared from the system. There was no damage to the packaging noted. Another valiant device was used and the case was successfully completed. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. From the analysis investigation, the root cause of inability to flush the side port was most likely due to excessive glue being applied during manufacturing, which led to the obstruction within the barbed adapter.

Manufacturer narrative:
(B)(4).